Manufacturer narrative:
The subject unit, helios u36 stationary liquid oxygen reservoir was returned on august 19, 2010, for inspection and evaluation. The subject unit failed a pressure hold test, which would have caused a portable unit to fill very slowly. The subject unit was not able to reproduce the alleged incident of "bursting" oxygen.

Event description:
The alleged incident took place in (B)(6), on (B)(6) 2010. The alleged incident involved a helios 036l, stationary liquid oxygen reservoir and a marathon, portable liquid oxygen device. After beginning the fill process, it was noted that the filling process was slower than normal. When the customer removed the portable device after it was full, the stationary vessel started to burst oxygen out. The customer was able to move the device out of the building and after a while the leakage stopped. No injury was reported.